Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical cadd solis 2120 had two pumps alarming downstream occlusion. The facility in (B)(6) was concerned this interrupted therapy, as a four your old post heart transplant was on critical care infusion of inotrope-milrinone for hemodynamic blood pressure stability and octreotide to prevent blood clotting. The intravenous lines were checked by the clinician and found no kinks or clamps to occlude and cause alarm. The device needed to be taken off patient to disconnect and reconnect the cassette along with reset residual volume. The facility did not report any patient adverse events that occurred with this patient but could have occurred, as time of the essence in delay of interruption when infusing critical drugs. The facility was concerned if the patient had interruption for long period, a code emergently would have to be called and advance cardiac life support would have to be implemented. This was not the case but may cause serious injury if to reoccur again.